Event description:
The customer reported the ventilator went vent inop and alarmed during use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The ventilator was returned to the factory for failure analysis. Failure analysis was able to duplicate the customer's reported problem. Testing indentified a 24 volt failure due to a loose wire at the j1 connector on the relay pcb. The wire was reseated and tightened and the ventilator functioned to specification.

Manufacturer narrative:
H6: loose wire to relay pcb.